Event description:
Injected knee red [erythema], injected knee hot [joint warmth]; injected knee swollen [joint swelling]. Case description: spontaneous report received in 2008, from a physician assistant regarding a female patient, initials and age unk. The pt had a history of osteoarthritis, previous synvisc treatment on unk dates, and was morbidly obese. The patient received synvisc injection(s) in the knee approximately one year ago on unk date(s). The injected knee became red, hot and swollen on an unknown date after synvisc treatment and the patient was hospitalized. The physician assistant assessed the events as probably related to synvisc. As of the date of receipt of this report, the patient's outcome was unk.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.